Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred during a cardiac arrhythmia procedure (planned treatment/non-emergency treatment) and the procedure was completed by using another system (moving the patient to another room). The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not perform x-ray. Upon functional testing, the fse found that the leaked glycogen on the detector causing problems with the fuse holders and the cause of the issue was defective detector power supply. Review of the system log file showed that flat detector (fd) controller errors. The fse replaced the detector power supply. After the replacement of the detector power supply, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura xper fd10/10 system was unable to produce an x-ray. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.